Event description:
Their explanted lead and generator were returned for analysis. The generator performed according to functional specifications as defined in final electrical test. During the product analysis there were no anomalies found with the pulse generator. An analysis was performed on the returned lead portions. Note that the electrodes were not returned for analysis; therefore a complete evaluation could not be performed on the entire lead product. The slice marks found on the outer silicone tubing and the cut ends that were made during the explanted process, most likely provided the leakage path for what appeared to be remnants of dried body fluids found inside the outer silicone tubing. The condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portions were performed, during the visual analysis, with no discontinuities identified. Based on the findings in the product analysis lab, there is no evidence to suggest an anomaly with the returned portions of the device which may have contributed to the stated complaints. Note that since the electrode array section was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead.

Manufacturer narrative:
Relevant tests/laboratory data, including dates corrected data: omitted previous diagnostic results on report.

Manufacturer narrative:
Device malfunction suspected but did not cause or contribute to a death or serious injury.

Event description:
It was reported that a vns patient was being referred to surgery for full revision. The patient had dcdc 7 limit high with both normal mode and system diagnostic testing. The patient is non verbal but their caregiver reported no trauma known. The patient has angelman's syndrome. The patient's device was disabled. The x-rays that were taken were of no help in identifying a possible fracture, according to their surgeon. They have not been sent to the manufacturer for review. A pin issue was not noted in the or to be the cause of their high impedance. A lead break was not seen in the operating room. Their explanted product will be returned for analysis.